Event description:
Pump declared a cartridge change error and caused the customer¿s blood glucose level to exceed a safe threshold. Despite following instructions to inspect and clean the affected areas, the customer was unable to load the cartridge successfully. Technical support assisted by attempting to fill and load a new cartridge, but it was unsuccessful, leading to an escalation for further troubleshooting.